Manufacturer narrative:
H3: product evaluation: the device was returned for evaluation. Customer reports of calcific-degeneration leading to stenosis was confirmed through observed calcification. X-ray demonstrated wire form intact and moderate calcification on leaflet 1 and 2 and minimal calcification on leaflet 3. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflets 1 and 3 at the inflow aspect and approximately 6mm on leaflets 1 and 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was heavy at both the inflow and outflow aspects. Host tissue overgrowth fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Extrinsic calcification fused leaflets 1 and 2 by approximately 5 mm at commissure 2 on the outflow aspect. The free margins of leaflet 1 and 2 were rolled towards the outflow aspect due to the calcification and created a gap in the central coaptation region. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off in multiple sites around the valve and metal band was exposed around leaflets 2 on the inflow aspect. Cut off sewing ring fragments were not returned. Sutures remained attached to the sewing ring around the valve.

Event description:
Edwards received notification that this valve model 7300tfx33 implanted in the mitral position was explanted from a 59 years old patient after an implant duration of five (5) years and two (2) months due to calcific degeneration leading to stenosis. The valve showed light central jet regurgitation, mean gradient 11mmhg, valve area 1.2cm3, one leaflet presented restricted mobility due to calcification and one leaflet was thickened. As reported, patient presented with dyspnea. A 31mm mechanical valve was successfully implanted in replacement. Reportedly, patient was noted as to be discharged home.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hypercholesterolemia. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.